Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged connector) has been confirmed. Upon investigation the electrode belt trunk cable connector and multiple wires within the cable were damaged. The root cause for the damaged trunk cable connector was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the belt had a damaged belt connector.